Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 672 mg/dl. The customer current bg level was 187 mg/dl. The customer also experiencing diabetic ketoacidosis. The customer was treated with syringes. The self test was perform and passed. Customer also faced problem was alleging pump was under delivered. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Pump received with normal operating currents. No unexpected battery failed alarm. However, hardware low level failures confirmed in the insulin pump history due broken trace on keypad assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
The self-test did not pass.